Manufacturer narrative:
(B)(4). Date sent: 4/23/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: pc-002095584 resulted in post-operative bleeding and the patient required reoperation (the surgeon had the impression that the device did not coagulate properly and that this could have been the cause). Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What is the surgeon's experience using har9f? What clinical cues were observed that suggest the device was not providing the desired tissue effect. Was there bleeding observed intraoperatively? What was the estimated blood loss intra-op? Does the surgeon's sealing technique involve fully closing the thumb ring until it stops against the handle? Please provide more detail by what is mean by ¿wasn¿t coagulating properly¿ did the post-operative bleeding originate from a site that the har9f device was used? Did it originate from any of the locations where vessels had been clipped? Please provide more details about what was done to treat the post-operative bleed. What was found on re-operation? What was the estimated blood loss post-op? What is the patient¿s current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeons felt that the device wasn't coagulating properly during procedure and added some clips. When the patient woke up, started bleeding and they had to operate again to control the bleeding. The patient had an hypocalcemia that the surgeon has told me it can be related to bleeding.